Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had high thresholds and low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.